Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During preparation for use for a cardiopulmonary bypass procedure, the level sensor could not be powered on. The sensor was replaced. There was no adverse consequence to a pt as a result of this event.